Event description:
It was reported by the customer that a pyxis medstation es system had a failed hardware icon and cubie not detected on bus. Customer confirmed that there was a delay in retrieving the medication for the patient and no harm to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a failed hardware icon, cubie not detected on bus. A field service engineer restarted the application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.